Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a broken catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4fr s/l groshong catheter. Usage residues were abundant throughout the sample. The sample was received in two segments which shared a complete break just distal of the two-piece connector. The catheter tubing exhibited curved shape memory in the vicinity of the break. Tactile inspection of the sample revealed severe tensile weakness in the vicinity of the break. Microscopic inspection of the break surface exhibited a dully granular fracture surface. The break features, catheter shape and tensile weakness were consistent with damage caused by tensile (pulling) stress. The location of the damage suggested that catheter maintenance, access technique and securement may have contributed to the observed damage. The product IFU provides instructions for catheter securement and maintenance.

Event description:
It was reported that the PICC line had fluids running through to keep it patent. When the patient walked to the toilet, the PICC line was pulled slightly and snapped at the end where the line meets the connection. It was covered and the nurse rang ait. Ait came to review the clamped line and removed line and the imbedded clamp that was inside the patient. Observations recorded patient stable. Additional information: the patient is finished with treatment but facility states the patient may need a PICC in the future.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reay1774 showed no other similar product complaint(s) from this lot number. Device not yet returned for evaluation.

Event description:
It was reported that the PICC line had fluids running through to keep it patent. When the patient walked to the toilet, the PICC line was pulled slightly and snapped at the end where the line meets the connection. It was covered and the nurse rang ait. Ait came to review the clamped line and removed line and the imbedded clamp that was inside the patient. Observations recorded patient stable. Additional information: the patient is finished with treatment but facility states the patient may need a PICC in the future.